Event description:
It was reported that a clinician requested assistance to perform a factory reset of an ilet pump due to suboptimal insulin delivery following provider-directed partial meal bolusing, with additional use concerns noted as the user intermittently suspended the ilet; the reset was completed with guidance, dexcom g7 remained connected during initiation due to elevated glucose, and post-reset setup steps including cgm pairing, cartridge change, and weight entry were performed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s clinician and analysis of information provided by the user/third party. Investigation of this case revealed no device problem found, and the issue was characterized as a use of device problem with an appropriate component code not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.